Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that the device was not working and stated that they had spent approximately four hours attempting to get it to function. Patient stated that they met with a representative the previous day, during which the device was turned on, and therapy settings were adjusted to high and low programs. Patient reported that upon waking this morning, the implant battery was below 20% and they experienced severe back pain and burning sensations in the legs. Patient stated that they attempted to connect to mystim app but the communicator would not connect to the implant and reported that the mystim app disappeared from the home screen. Patient also stated that the app repeatedly prompted them to scan or manually enter a code, which they were unaware of. Agent walked the patient through adding the mystim app to the home screen. Patient reported having difficulty adding the app, so the agent advised attempting this step later and proceeded with connecting to the mystim app first. Agent reviewed where to locate the pairing code with the patient. Patient refused to continue troubleshooting and stated that they would contact their representative instead. The issue was not resolved. When asked for the event date, patient did not specify the exact date. Unable to obtain sr details as patient abruptly disconnected the call. Additional information was received from a patient (pt). It was reported that they went to the hospital for stomach pains. The stimulator had 80% charge the night before. Following the CT scan, the stim was at 0%. The following morning they charged the stim to 90% but the stim did not work. It was turned off and they didn't do it. The patient stated this issue was resolved. The communicator was working fine once stim was found. Something that is very difficult to locate.